Event description:
It was reported that this pacemaker system exhibited out-of-range pacing impedance on the non-boston scientific right atrial (ra) lead. No further information is available at this time. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.